Event description:
While in use in the patient the steering mechanism of the ablation catheter broke. The ablation catheter was removed and replaced with no reported harm to the patient. Manufacturer response for ablation catheter, 8fr thermocool smarttouch catheter st sf, thermocouple, df curve, bi-directional (per site reporter).